Event description:
Reportedly, on the second firing, the instrument jammed on the sovrahepatic vein. The surgeron tried to remove the endo gia instrument several times. However, to complete the case, the surgeon made a detachment of the vein and applied a clemmer to remove the instrument with an anatomic piece in the jaws. Prodcedure: emipatectomy. Pt status: no injury reported.